Event description:
It was reported that this intra-aortic balloon was being inserted sheathlessly. Apparently, the balloon began to unwrap. As a result, the iab could not be inserted. A new iab was then placed. There were no reported complications.